Event description:
Catheter was leaking at luer connection prior to insertion. The catheter started leaking when flushed.

Manufacturer narrative:
The device was returned to vygon for eval and complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion.